Event description:
It was stated that the customer was hospitalized for high blood glucose levels, with a reading of 352 mg/dl. The customer also had ketones. Prior to the event, the customer experienced high blood glucose levels and vomiting. The customer's mother treated the customer with boluses, but the blood glucose levels continued to elevate. During the hospitalization, the insulin pump alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.